Manufacturer narrative:
(B)(4) a partial lead with the lead tip measuring 44.1cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 8.3-10.4cm, 18.2-20.5cm, and 33.7-36.0cm from the distal tip. Internal insulation abrasion was noted at 11.9-13.0cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported during a routine generator changeout for normal eri, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was explanted. The patient condition is stable.